Event description:
Device malfunction: filter/stent entanglement, filter wire detachment. Time of malfunction: during the procedure. Symptoms/ae: surgical removal of filter and stent. It was reported that during a left internal carotid artery stenting procedure, there was difficulty engaging the left carotid artery due to a type 2 aortic arch and a closed external carotid artery. An rx accunet was positioned distal to the lesion and an rx acculink stent was implanted. As the rx accunet 2 recovery catheter was advancing through the shuttle sheath, sheath position was lost and the sheath prolapsed slightly into the aorta. As a result, the filter wire was inadvertently pulled down, causing the filter to engage with the stent. During the next hour, several devices were used, including dilatation balloons, catheters, and a snare, in attempts to move the filter away from the stent. During the last attempt to reposition the filter, the filter wire broke about mid-point of the wire length. As the stenting procedure was undertaken in the operating room, the vascular surgeon performed a cut down and surgically removed the filter and stent. At the end of the procedure, the pt was neurologically intact and there was no adverse pt sequela. Though requested no additional info was provided.

Manufacturer narrative:
Evaluation summary: the device was not returned. Reportedly, entanglement was a result of inadvertent pulling of the filter due to the loss of sheath position and prolapsed slightly into the aorta. The rx accunet instruction for use states "warning: maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. If guiding catheter / sheath access cannot be maintained, the case should be discontinued. Failure to maintain proper support of the guiding catheter / sheath can lead to prolapse of the catheter into the aortic arch, resulting in any of the following, movement of an open filter through an undilated lesion, filter-stent entanglement, filter basket detachment and / or proximal movement of the stent; or filter guide wire breakage." Based on available info, the root cause of the filter and stent entanglement appears to be related to the operational context of the product and the circumstances during the procedure. Review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.